Event description:
Report received of an over-delivery due to user error in programming. The pump was programmed in the pca + continuous mode to deliver morphine with a concentration of 1mg/ml, instead of the intended concentration of 5mg/ml, with a 1mg/hr continuous rate, a 2mg pca dose, an 8-minute pt lockout, and a 20mg 4-hour dose limit. Therapy was initiated at 0030, and at 0900, the nurse noted that the pt's respiration rate was "two", the oxygen saturation was "93%", and pt was easily arousable. The customer reported that the total volume of morphine delivered was 14ml. The physician was notified, and continuous pulse oximetry was ordered. The device was taken out of clinical use and isolated. The pt reportedly recovered with no medical interventions, and was discharged the next day with no adverse sequelae. Though requested, no further info was available.